Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00125. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not producing pressure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was reported that pressure accuracy and air delivery tests were performed, and the average air reading is above tolerance. It was determined that the device needs a new airflow assembly. The customer replaced the airflow assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pi). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. The flow sensor assembly was verified faulty due to a faulty u1 on the airflow sensor portion of the flow sensor assembly. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.